Manufacturer narrative:
(B)(4). (B)(6). Manufacture date: december 9, 2013 to december 10, 2013. Evaluation information: the device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the fill port of a large volume infusor broke during filling with an unknown drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection of the device found that the fill port was broken. The cause of the condition could not be determined. A CAPA was opened to further investigate the issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.